Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the front edge of the garment. The patient went to their physician and was advised to end use by the physician. There is no indication of a device malfunction. The current medical outcome of the rash is unknown.